Event description:
Reporting status: stent dislodgement. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the target lesion was the distal rca with heavy calcification and was heavily tortuous. After predilatation, an attempt was made to advance the 3.0 x 15 mm promus stent delivery system (sds), but it would not cross even with excessive force being applied. While withdrawing the sds through the guiding catheter, the stent got caught on the edge of the co-pilot rhv. The sds was removed, at which time the stent came off the balloon. The stent was easily removed as it was half hanging out of the rhv. The procedure was successfully completed by implanting two 2.5 x 8 mm mini vision stents. The patient was stable throughout the entire procedure. No additional event or patient information is available. (B) (4)

Manufacturer narrative:
(B) (4). Evaluation summary: quality assurance analysis revealed the stent implant was returned dislodged from the balloon. There were two flared struts in the first distal and three bent struts in the first proximal row of the stent implant. The distal end of the balloon was tightly folded. The proximal end of the balloon was wrinkled. There were crimp marks on the balloon between the markers. There was no other damage noted to the stent delivery system (sds). The tip seal length as measured and this met manufacturing criteria. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant outer diameter measurements met manufacturing criteria. The rhv used in the procedure was not returned. Product performance engineering reviewed the incident information and analysis of the returned product. The stent implant was returned dislodged from the balloon, confirming the reported stent dislodgement. The stent outer diameters were measured and met manufacturing criteria. In this case, it is possible that the stent dislodgement was a result of interaction between the promus stent and co-pilot, as it was reported that the stent got caught on the edge of the co-pilot and the stent subsequently dislodged during removal of the sds. Additionally, the target lesion characteristics may have also contributed to the reported stent dislodgement. If multiple attempts to cross the lesion were made, it is possible that interaction between the stent and lesion affected the stent attachment. Furthermore, it was reported that additional force was used during attempts to advance the sds across the target lesion. It should be noted that the promus instructions for use (IFU) cautions that "applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components." In this case, the reported stent dislodgement appears to be related to the operational context of the product and not a product quality deficiency. In this case, the promus sds failed to cross the very tortuous, highly calcified lesion that had a diameter of 2.5 mm and additional force was used, which may have contributed to the stent damage and stent dislodgement. During retraction of the promus sds, the promus stent got caught on the edge of the co-pilot rhv and subsequently dislodged in the co-pilot. The difficulty removing the sds from the co-pilot may have also contributed to the sent damage and wrinkling of the proximal end of the balloon. Overall, it appears that the reported difficulties appear to be related to the operational context of the product and not a product quality deficiency. Product performance engineering will monitor the incident circumstances. To help ensure that the stent dislodgement is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. This MDR is considered closed by the product performance group.